Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial # (B)(6); product type accessory; product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that they are having issues with their ptm (personal therapy manager). The patient stated the first week after they did the last reset of the communicator over the phone it was "lightning fast" for "about the first week." For "the last week" now it's "doing the same thing again" where it takes a long time to get connected and stalls at 91 percent. The agent had the patient close out the app and reset the communicator. The patient saw "no pump response" and then retrieving pump settings the patient was able to get connected after troubleshooting. The patient stated the last time it was "a lot quicker" last time it was reset but this time "just as slow". An email was sent to the repair department. The patient also requested assistance in changing the time on the handset and was assisted in changing the time. The patient also inquired about wifi and expressed concerns about their information being shared over the internet. The agent informed patient since the ptm does not use wifi, their personal information is not being shared anywhere. An email was sent to the repair department for a replacement communicator. Poor communication. No patient injury reported. Additional information received from the patient indicated that the patient re-reported difficulties connecting and added that when you really need to click it on (for a bolus) is when it took the longest. It was also reported that for a brief while, it did really well after resetting both devices.